Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customers blood glucose (bg) was 540 mg/dl. At the time of the report to tandem technical support, the customer had not addressed the bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.